Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was experiencing positional changes in their stimulation. The patient also had discomfort at the implantable neurostimulator (ins) pocket site, which was their left buttock. The manufacturer representative stated that the patient kept hitting the pocket site against chairs when sitting. Since the location of the patient¿s ins was on their waistline, they were rubbing it against their pants and furniture when sitting, which was causing irritation at the pocket. Therefore, the physician decided to revise the pocket, moving it above the waistline on the patient¿s left side of their back. At that time, they also wanted to replace the ins so that the patient could have access to both adaptive stimulation (as) as well as high density (hd) programming features. It was noted that the patient was getting great relief of their normal pain with the device. The ins was to be returned for analysis. It was unknown if the issue was resolved. It was noted that the issue started on (B)(6) 2017 . The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the positional changes was not determined. The manufacturer representative stated that the patient was using a low dose of stimulation before the implantable neurostimulator (ins) replacement. After the ins pocket revision and replacement, the patient was programmed with high dose stimulation and reported the stimulator was working great at relieving their normal pain. Since being reprogrammed with the new ins, the patient was no longer feeling the strong positional changes in stimulation. The patient was not experiencing any discomfort with the pocket site since the revision and battery replacement procedure. It was noted that the issue had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found that the ins was functionally okay and there were insignificant anomalies. Product analysis #702396793:analysis information -- 2018-05-18 07:13:57 cst pli# 10 product ID# 97712 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.